Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer replaced supplies as necessary and resumed insulin to address the issue.